Manufacturer narrative:
The device was returned with no allegation against it. Analysis found the device was missing a luer fitting from the end of the irrigation tubing. Due to cyclic fatigue, the adhesive and irrigation tubing tore open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. The tear caused the luer fitting to separate from the tubing.

Event description:
Reportable based on device analysis completed on 28jun2019. The device was returned without a complaint. Device analysis found the adhesive and irrigation tubing tore open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. The tear caused the luer fitting to separate from the tubing.